Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). (B)(6).

Event description:
The customer reports a false positive architect stat troponin-I assay result for one patient. The sample generated a result of 0.146 ng/ml (customer cut-off of 0.05 ng/ml). The sample was then tested on the vidas platform and generated a troponin result of less than 0.01 ug/l (customer cut-off of 0.01 ug/l). No suspect results have been reported from the lab with no patient impact.

Manufacturer narrative:
An accuracy study was performed to evaluate the performance of the assay. An internal troponin-I panel was tested with in-house retained reagent lot 03230un13. Panel results met all specifications, which demonstrates that the assay can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the present customer issue. The results of the current evaluation demonstrate that the architect stat troponin-I assay reagent lot 03230un13, is performing as expected. A product malfunction was not identified.